Event description:
It was reported, the patient had a seroma and the pump was explanted. A seroma developed at the pocket site and the physician wanted to explant the system due to concerns of infection. It was said, the surgeon did not want to explant the catheter and was looking for a way to occlude it. There was no alleged product issue. On (B)(6) 2013, it was said, the patient was alive and without injury. The pump was never filled with medication and currently had saline in it.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).